Manufacturer narrative:
Product in complaint will not be returned to zoll circulation. Therefore, physical investigation cannot be performed.

Event description:
It was reported that after 3 to 4 compressions on a 90 kg pt, there was a clearly audible noise on the left side of the autopulse platform. Two more compressions followed before the power turned off. The display showed "battery is weak". A second battery was inserted and the device was restarted. Again, the platform turned off without cause and could not be restarted. No adverse pt sequelae was reported. No further info provided.